Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During my case yesterday with dr. (B)(6) at (B)(6) surgery center, the tip of the one time use hex screwdriver, part #dwd167 broke off inside the glenosphere, part #dwd180 and cold welded together. After trying to utilize a variety of instruments, it was determined that the part was unable to move and had to be left inside of the patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
During my case yesterday with dr. (B)(6) at (B)(6) surgery center, the tip of the one time use hex screwdriver, part #dwd167 broke off inside the glenosphere, part #dwd180 and cold welded together.